Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The date of occurrence is unknown. The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A simulated therapy was performed with the device and a leak was identified. Upon further investigation, a cut in the tubing was identified, confirming the reported problem. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a leak occurred during use on the home choice (hc). The caller stated the cassette had been leaking during prime. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.